Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller noted seeing validation error on tablet with code 000100bb. Agent reviewed info from the attached ka. The caller was advised on the steps provided in ka. The callergot to the screen that shows device status/start usage screen and did not press anything but the tablet then prompted the screen with 'implant' to start the implant workflow. The issue was resolved, agent reiterated no need to replace ins.